Event description:
It is reported that a customer received a button error alarm on their insulin pump. The pt's blood glucose level was at 47 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.